Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 1 and 2 kept on failing. A field service engineer (fse) found that the tower doors one and two were intermittently failed. The emergency release lever was used to open all four doors. Fse removed the sensor column was powered down, and the switches on all four latches were cleaned and greased. Fse checked connections at the controller board, and returned center column to tower, and the station was powered back on. Pharmacy staff successfully recovered all four doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 and 2 kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.